Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports a decrease in understanding with her right implant. Facial nerve stimulation is present which has led to channels 8-12 being disabled. This has led to insufficient benefit to understand speech.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the information received, the patient was experiencing a decrease in understanding, following a change in mapping due to facial nerve stimulation. In-situ measurements are indicative of a functional device. Reportedly, 3 electrodes have been extra-cochlear since implantation. In addition, it was reported that the patient suffered several head traumas in the past 10 years. A recent CT scan showed dehiscence of the bone separating the labyrinthine segment of the facial nerve and the lateral wall of the cochlea, which is likely a consequence of the experienced traumas. The presence of such an opening, causing the facial nerve to be very close to the electrode array, combined with a changing in the programming strategy (i.e. Exclusion of the stimulating electrodes and reduction in stimulation levels) is most likely the reason for the reported decrease in performance.

Event description:
The patient reports a decrease in understanding with the right implant. Facial nerve stimulation is present and channels 8-12 have been disabled. This has led to insufficient benefit to understand speech.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Device investigations did not reveal any device defect which is expected to have been present whilst implanted or would explain for the problems reported. Reportedly, the patient was experiencing a decrease in understanding with the device, following a changed mapping, which was necessitated due to facial nerve stimulation. Irc states that 3 electrodes have been extra-cochlear since implantation. In addition it was reported that the patient suffered several head traumas in the past 10 years. According to CT scan results and explantation report, a dehiscence of the bone separating the facial nerve from the lateral wall of the cochlea could be observed. The presence of such an opening, causing the facial nerve to be very close to the electrode array, likely led the reported facial nerve stimulation. The latter required a change in the programming strategy (i.e. Exclusion of some stimulating electrodes and reduction in stimulation levels) that combined with a partial insertion was most likely the reason for the reported decrease in performance. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The patient reports a decrease in understanding with the right implant. Facial nerve stimulation is present and channels 8-12 have been disabled. This has led to insufficient benefit to understand speech. As per latest information received, the device has been explanted. According to the explantation report, scala tympani wall dehiscence at labyrinthine segment and mastoid segment dehiscence could be observed.